Event description:
The facility reports the cna was assisting the patient from the bed to the wheelchair with the lifter. The cna stated she heard a popping sound and the sling disengaged with the hanger bar tilting, and the patient fell to the floor. She hit the back of her head on the floor and her legs were laying across the legs of the lifter. The resident sustained a laceration to her head that required 6 sutures.